Event description:
On (B)(6) 2012, pacemaker-implanted pt underwent heart surgery during which electrocautery was used. Just before the surgery, the pacemaker was working normally. Immediately after surgery, the pacemaker could not be interrogated. Attempt to reset completely the device was done, but it failed. The device will be explanted.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.